Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 1235-2-502, lot #: g2954498, description: restoration adm. Cup w/ha; cat # 1236-2-850, lot # 34176701, description: restoration adm x 3 ins 28/50. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient complains of pain that is getting progressively worse in the past months. She feels like there is glass in her hip, through the entire joint and through the leg. Patient reports that MRI, xrays, CT scans and blood work have been performed and that all leads to something wrong in the hip. X-rays show that the implants are in place and are not loose. Per husband, she has a pinching pain due to the "flaking" of the implant.